Event description:
Pt came to the reporter about a year ago with a balloon breakage complaint with their g-tube: balloon would break about every 6 weeks and the site would bleed. Pt was switched to the subject device. The complaint continued. Regarding this event, the pt heard the balloon pop and felt a pinch. Tube remained in the pt. Bleeding was reported and rx bactriban was applied. Pt's spouse was advised that the tube should be replaced. One pt involved.